Event description:
Device report from synthes (B)(6) reports an event from (B)(6) as follows: it was reported that three titanium mf cortex screws broke approximately three weeks after surgery. Additional surgery was required to replace the implant. This is report 2 of 3 for this complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device is not distributed in the united states, but is similar to device marketed in the USA placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
This is report 1 of 3 for this (B)(4).